Event description:
History of illness: in 2007, eyes were irritated. Contacts were removed for the day - have not worn since the next day, wore glasses all day. Eyes slightly irritated but functional. One day later, eyes started to be light sensitive to full spectrum light. I went and saw my ophthalmologist. Given first antibiotic. Two days later, vision became blurry, light sensitive significantly worse. Saw ophthalmologist. Given second antibiotic and steroid drop. On two days later, returned to ophthalmologist with no symptom improvement. Found voluntary recall on amo moisture complete plus contact solution. Confirmed that my solution was: amo moisture complete plus contact solution. Given third antibiotic but diagnosis began leaning towards acanthamoeba keratitis. On the next day, returned to ophthalmologist with no symptom improvement - referral to corneal specialist. On the following day: saw corneal specialist - fellow - referred to mass eye and ear in boston due to limited support staff from christmas holiday. On the same day, saw ophthalmology resident at meei emergency room. Corneal scrapes done and contact case cultured. Given fortified vancomycin and trobramycin. On the following day, saw corneal specialist - fellow. One day later: saw corneal specialist - attending. Diagnosis made as acanthamoeba keratitis. Product related issue is the amo moisture complete plus multi-purpose contact solution per voluntary recall notice in may 2007. I am currently being treated for acanthamoeba keratitis with phmb and voriconizole. I have been treated since original month, and expect treatment for at least another 6 weeks and up to another 6 months. Long term vision impairment from the infection is unknown at this time. Dates of use: 2005 - 2007. Diagnosis or reason for use: contact lens wearer. Event abated after use: no.